Manufacturer narrative:
The affected nail and receiver were analysed separately. The nail works without problems. The investigation of the receiver showed that the receiver was permanently pooled on retraction. Root cause was the stucked reed switch and tis in the position that the nail only moved back and did not lengthen. According to the expertise of the manufacturer of the reed switch the stuck of the reed switch probably caused by a hair crack due to a mechanical shock. Due to a hair crack the vaccuum inside is gone and so the reed switch stuck at one position. This is an isolated error, there is nothing to indicate a systematic error.

Event description:
A few days after surgery it was detected, that the implant was not lengthening during treatments.